Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the right radial artery. The partially occluded, de novo target lesion was located in the left anterior descending artery. A 2.25 x 12 synergy drug-eluting stent was advanced for treatment, but got caught in the guide catheter and was unable to reach the lesion. The device was removed manually without problem; however, the stent was noted to be damaged. The procedure was completed with another synergy stent. There were no patient complications reported and the patient's status was stable.

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the right radial artery. The partially occluded, de novo target lesion was located in the left anterior descending artery. A 2.25 x 12 synergy drug-eluting stent was advanced for treatment, but got caught in the guide catheter and was unable to reach the lesion. The device was removed manually without problem; however, the stent was noted to be damaged. The procedure was completed with another synergy stent. There were no patient complications reported and the patient's status was stable.

Manufacturer narrative:
Device is a combination product. Device evaluation by MFR: synergy ous mr 2.25 x 12 mm stent delivery system (sds) was returned for analysis. A visual examination of the stent found evidence of damage with struts on the proximal end lifted and pulled distally. The undamaged crimped stent od (outer diameter) was measured within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found no issues. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. A 0.014" test guidewire loaded without issue. No other issues were identified during the product analysis.